Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on anterior side assessed, as fold flaw opening. Observed, two openings on anterior side assessed, as surgical damage. And observed, missing piece of shell assessed, as inconclusive. Silicone migration: unable to observe, as it is a medical event. Not related to the device. Lymphadenopathy: unable to observe, as it is a medical event. Not related to the device. Additional observations: brown particles observed, in the gel. Observed, creases on the device. Observed, wear abrasion on the device. Observed, stress marks on the device.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Health effect impact code: f1903. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, lymphadenopathy, silicone migration.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.